Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure. Troubleshooting is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported issue was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.